Event description:
It was reported that low pacing lead impedance and loss of capture were observed. X-ray confirmed lead perforation. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.